Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing customer reported a broke capsule during a laser assisted procedure. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and did not find anything that could have contributed to the reported issue. The systems¿ parameters and functions were found to meet specification. The surgeon was given guidance on how to optimize parameters, as needed. According to this service request, the company representative confirmed the lens fragmentation pattern interfering with the capsule incision. The system was found to meet specifications per standard testing procedures (stp). A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on assessment, the product met specifications at the time of release. A company representative visited the site to evaluate the system. The system was tested and met specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).